Event description:
The removal surgery was performed due to implant failure. The surgeon's plan was to convert to a total hip, but this was delayed due to patient health. This report is related to (B)(4) , which captures the postoperative implant failure that necessitated the removal surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G5 ¿ 510k: this report is for an unk - screws: 5.0 mm locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E3: reporter is a j&j sales representative. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2023, that the sales rep was called about a case of the removal of femoral neck system. The locking screw that was inside the one hole placing that they were using did not come out. They used both screwdriver set. They were unsuccessful, actually twisted the 2 of the screwdriver shaft and it cannot be used anymore. We then proceeded the case to solve around the screw set. The issue caused a delay of an hour and 15 mins. This report is for one (1)unk - screws: 5.0 mm locking. This is report 3 of 3 for complaint (B)(4).